Event description:
It was reported that the patient experienced difficulty performing a supply change and pairing a dexcom g7 sensor with the ilet, during which a fingerstick blood glucose of 278 mg/dl was entered into the pump and the glucose was affected. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, with successful completion of the supply change and sensor pairing via remote guidance. Investigation included review of the reported event details and user support actions. Investigation of this case revealed no device malfunction reported and that the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.